Event description:
Patient reported "hard as a rock". Healthcare professional later reported "severe capsular contracture baker grade IV". Healthcare professional later reported "pain related to capsular contracture grade IV". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 3feb2016. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.